Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited striped image. The event occurred during inspection for use. There were no reports of patient involvement.